Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: jaws were not stuck closed on tissue. There was not a dislodged/unhinged jaw or grip tip sticking out. There was not any material missing or detached from the instrument tip. There was a broken black wire. No injury to the patient.

Manufacturer narrative:
Additional information was obtained from quality engineer (qe) investigation results: the probable root cause of the reported issue is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Annex g, c, and d codes were updated based on the qe investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. The cable was spliced in one place. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction(s): d4. Lot number was updated to: k11250630 0054.

Event description:
Refer to h11 for follow-up information.